Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced horrible pain in their lower back and was going to get an MRI. The cause of the pain was unknown. It was noted that the patient would not mind getting the ins removed because they had not had great success with it and it had not worked the way the patient wanted it to since implant. It was noted the device was not effective. No further complications were reported.